Manufacturer narrative:
(B)(6). Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2082642. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced the adapter being unable to connect to the mating component. The following information was provided by the initial reporter: the patient was hospitalized for common bile duct stones. When the intravenous injection pump was used to pump the phloroglucinol group, it was found that the indwelling needle interface was loose, which caused blood stain on the bed sheet, resulting in emotional agitation of the patient. The indwelling needle was immediately removed and re-indwelling infusion was given. After communicating with the hospital equipment department and user department, we learned that the incident indwelling needle was y-shaped, and the problem occurred that the white end cap of the luer-type interface on the other end fell off, causing the patient to return blood.